Event description:
According to the available information, the catheter "fell alone" and the balloon was deflated. The balloon was tested and was burst "on full length".

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Corrections: g1 manufacturing site corrected z1 cfn/fei was previously reported as 2125050; however, the cfn/fei should have been 9610711.